Event description:
To whom it may concern: 3 days before my husband died, I called the 1-800 number and the lady that answered the phone, told me that his defibrillator was on recall since 2005. No one ever told us that. He had it put in (B)(6) 2003. He died 2008. Could you please let me know if it was on recall, thank you. (B)(6).